Manufacturer narrative:
The device history records have been reviewed and found to be acceptable.

Event description:
A report was rec'd from the user facility in (B)(6) reported during a perihelia vitrectomy the surgeon had experienced vacuum surge right after the foot switch was cut off. This happened twice during a demonstration of the stellaris unit. There was no injury or impact to the pt and surgery was successfully completed.